Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04727. It was reported one of the patient's leads had migrated causing ineffective therapy. Surgical intervention took place in which the both leads were explanted and replace with a paddle lead. Therapy was restored. Note: it is unknown which lead migrated therefore both leads are being reported.